Event description:
It was reported that stimulation was in the wrong place. The patient was not feeling stimulation in the lower back where he needed it. He was feeling stimulation in his right kidney. This problem started on the notified date, and today was the first time, he turned stimulation on after implant. When he first turned stimulation on today he got a jolt, but then confirmed he was able to decrease stimulation. He presently had stimulation turned off due to feeling stimulation in the right kidney. The patient contacted his managing healthcare provider (hcp) office but they were not able to see him until 3 days later. 4 days after the notified date, the patient was reprogrammed. The patient was feeling stimulation in the right location, which was the lower back and legs. The patient was doing great and was very happy.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).